Event description:
It was reported that the patient presented to the hospital after having a syncopal episode. The lead had exhibited an impedance of greater than 2000 ohms in both configurations since (B)(6) 2011, capture is higher than normal in bipolar and slightly lower in unipolar. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.